Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.

Event description:
A report was received that a pt was explanted due to an infection at the pocket site. The pt was prescribed antibiotics and was reportedly doing well.